Event description:
Patient developed blister on her r labia after lhr treatment. Device had prior inconsistencies, however manufacturer insisted laser was working within proper parameters and was safe to use. It is unclear if this is related to device output vs expected risk. Treatment performed according to protocol. Med director reviewed.